Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a descending thoracic aortic aneurysm with conformable gore(tm) tag(tm) thoracic endoprosthesis. Pull-through technique was used for the procedure. A guidewire was inserted from the right arm and advanced via the brachiocephalic artery, and it was pulled out at the right femoral artery. After two endoprostheses were deployed, touch-up ballooning was performed. During the touch-up, the patient's blood pressure was dropped. Cardiac massage was started, and non-gore balloon was used to occlude blood flow inside the endoprostheses. Digital subtraction angiography (dsa) revealed a retrograde stanford type a dissection with its entry tear near the origin of the brachiocephalic artery. Percutaneous cardiopulmonary support (pcps) was initiated. The cardiac massage was concluded, and direct current (dc) was applied. Coronary angiography (cag) was then performed. It was confirmed that the dissection involved the origin of the left coronary artery, and the left main trunk (lmt) of the coronary artery remained patent. Coronary artery stent was implanted to prevent complete occlusion of the lmt. After that, the patient exited from the catheter room with pcps and entered to intensive care unit (ICU). The physician considered to perform ascending aortic replacement surgery. However, the physician decided not to perform further procedure since the ascending aorta was already ruptured due to the dissection. Pcps was withdrawn, and the patient expired due to acute aortic dissection. Autopsy was not performed. Reportedly, the physician said that the new entry tear was possibly created by manipulation of the pull-through wire used for the procedure.